Event description:
It was reported that catheter entrapment occurred. The target lesion was fibrotic plaque within the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, the balloon got stuck onto the wire and was not able to be removed without pulling out both devices together. After that, a new 4.00mm x 8mm nc emerge balloon catheter and a non-bsc guidewire was placed, but after one inflation both devices got stuck also. And so both devices were removed. The procedure was completed with a placement of a new non-bsc wire into the vessel and ivus confirmed that the stent was well apposed. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was functionally tested with a .014 inch guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that catheter entrapment occurred. The target lesion was fibrotic plaque within the left anterior descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for post dilation. However, the balloon got stuck onto the wire and was not able to be removed without pulling out both devices together. After that, a new 4.00mm x 8mm nc emerge balloon catheter and a non-bsc guidewire was placed, but after one inflation both devices got stuck also. And so both devices were removed. The procedure was completed with a placement of a new non-bsc wire into the vessel and ivus confirmed that the stent was well apposed. No patient complications were reported and the patient was stable.